Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient just started to "shake badly". The patient wanted to switch to another program but did not have the programmer that went with her current device. Later that day it was reported that the patient started shaking "really bad" a week ago. The patient wanted to switch to a new program. Even later that same day it was reported that the patient's symptoms have been getting worse for the last three weeks following a fall. It was unclear when the patient's symptoms began. Less than a month later, the health care provider (hcp) reported the cause of this event was unknown. The hcp was unaware of the event. Patient outcome was unknown. Further information has been requested but was unavailable at the time of this report.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3387-40 lot# j0337370v, implanted: 2003 (B)(6), product type lead. (B)(4).